Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial (ebus tbna) aspiration needle was used during a procedure performed on an unknown date. According to the complainant, while puncturing the left carina, the needle and sheath punctured the mucosa. When the sheath was removed, bleeding was noted. Compression hemostasis was performed using a balloon followed by thrombin as a second compression. Bleeding stopped and the examination was completed. The following day bleeding once again occurred. The patient was transferred to a different facility for further medical intervention.